Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient underwent MRI of the cervical spine. Impressions: central disc protrusion at c3-4 leading to mild central stenosis. Disc deterioration at c5-6 is associated with disc bulging and superimposed right paracentral disc protrusion which merges with uncinated hypertrophy. Mild central and right foraminal narrowing is present. At c6-7 there is mild central stenosis due to disc bulging. (B)(6) 2008 the patient underwent: c5-6 anterior cervical discectomy. C6-7 anterior cervical discectomy. C5-6 anterior interbody arthrodesis. C6-7 anterior interbody arthrodesis. Placement of structural allograft, c5-6, c6-7. Placement of anterior segmental instrumentation, c5-7. Placement of anterior segmental instrumentation, c5-7. Microsurgical dissection technique with use of the intraoperative microscope. Preoperative diagnosis: cervical radiculopathy with cervical herniated disc at c5-6 and c6-7. Preop notes: the disc was removed using pituitary rongeurs and then the midas rex drill was used to bur down the endplate to remove the cartilaginous portions as well as the posterior osteophytes. This exposed the posterior longitudinal ligament and the disc herniation on the right side. Once the discs were prepared, the posterior longitudinal ligament was then removed using thin footed rongeurs. This removed the disc herniation off the nerve root. The bipolar was then used to coagulate some small epidural venous bleeding that occurred in the left foramen. Once both the spaces were decompressed similar in this fashion. There were then incised to the appropriate sized graft. A 5mm graft was placed in each disc space and then countersink to a depth of 2mm. This was confirmed on intraoperative fluoroscopy. A 40mm zephir plate was then used. The screws were locked in place using standard zephir technique. 08 apr 2008 the patient underwent x rays for the cervical spine. Impressions: satisfactory post op appearance. (B)(6) 2009 the patient underwent: removal of anterior instrumentation c5 to c7. C4-5 anterior cervical discectomy. C5-6 anterior cervical discectomy. C6-7 anterior cervical discectomy. Exploration of fusion, c5-6, c6-7. C4-5 anterior interbody ar throdesis. C5-6 anterior interbody arthrodesis. C6-7 anterior interbody arthrodesis. Placement of anterior instrumentation c4 to c7, segmental. Placement of intervertebral mechanical device, c4-5, c5-6, c6-7. Placement of morsellized allograft. Placement of locally harvested autograft. C4-5 posterolateral arthrodesis. C5-6, c6-7 posterolateral arthrodesis. Placement of posterior segmental instrumentation, c4 to c7. Microsurgical dissection technique with use of the intraoperative microscope. Preop notes: once the plate had been removed, the longest pulley muscle was then reflected off the anterior vertebral body. The disc space was then measured for the appropriate sized interbody cages. Peek cages were used and at every level, the appropriate measurement was 6mm. A 6mm lordotic graft was then loaded with a small rhbmp-2 sponge. Approximately, a quarter of a small sponge was placed into each cages and then the cages were placed into disc space. They were countersunk to the appropriate depth of approximately 2mm. Intraoperatively fluoroscopy was then taken to ensure that the grafts were all in the appropriate position. A plate was then chosen. A 52mm plate was placed inside the bone on the anterior spine and a fluoroscopic image was taken to make sure it was the appropriate length. At c7, because of the previous hole, the 4mm*40mm screws were used in this vertebral body. These were fixed angled. At c6, c5, and c4 variable angled screws that were placed were 3.5*14mm. The 11mm pilot holes were then performed. Screws that were 14mm in length were then placed into each of the pilot holes of the lateral masses. This was performed bilaterally. Rods were cut to size. Prior to rod placement, the high speed air drill was used to decorticate the surface as well as the facet joints of c4-5, c5-6 and c6-7. Rods were then placed into the head of the screws and set screws were used to tighten. A single rhbmp-2 sponge combined with locally harvested autograft that consisted of the tips of the spinous processes and the mastergraft matrix bone graft ex tender was placed into the lateral quitters of each side. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.